Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited loss of capture. The left ventricular lead was capped on (B)(6) 2023. The patient was in stable condition.